Event description:
The customer reported the wires on the power cord are exposed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power cord. System operates as intended. This MDR is related to ge healthcare complaint.